Event description:
Complainant alleged that during attempted defibrillation of a pt in cardiac arrest, the device reportedly would intermittently detect an ECG signal and would not discharge. A continuous message of "check electrodes" would be visible on display. The complainant indicated that the pt expired, which was not due to the reported malfunction.